Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the newly replaced implantable cardioverter defibrillator (ICD) exhibited high capture threshold with no capture. The new ICD was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found discoloration was noted in the header. As a result of this finding, abbott is performing further investigation. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.